Event description:
Increasing ventricular lead impedances and thresholds were identified in the follow ups performed between (B)(6) 2012 and (B)(6) 2013, the ventricular impedance was above 3 kohms. Pocket twitch was noted. A system revision was performed on (B)(6) 2013. During the re-intervention the rv lead could be pulled easily from the device. The rv lead was checked with provocative tests at high output with no twitch in bipolar. All pacing parameters were satisfactory. As the ventricular lead parameters were satisfactory, the lead was attached to a new device (non sorin). Testing of the system revealed initial intermittent twitch in unipolar but stable at 750 ohms when programmed bipolar maximum output with provocation. Based on these tests it was decided by the operator not to replace lead, only the subject pacemaker.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.